Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedances. The rv lead appeared to have separated via fluoroscopy. Subsequently this lead was explanted and successfully replaced. No additional patient adverse effects were reported. This lead is expected to return for analysis.